Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that a lead safety switch (lss) was declared for a high out of range right ventricular (rv) pacing impedance of greater than 2000 ohms. While the patient was in the clinic, the lead was tested in a unipolar configuration, and the pacing impedance was around 1900 ohms. When tested in a bipolar configuration, the pacing impedance was greater than 2000 ohms. Technical services reviewed the device data, and determined over the last year the impedance has gradually been increasing from about 1400 ohms to greater than 2000 ohms. The threshold was stable around 1.5 v. Following the lss, there were some non-sustained episodes on the rv channel that looked like myopotentials. The muscle noise was oversensed resulting in pacing inhibition of greater than 2 seconds. There was no evidence of noise prior to the lss. The patient was noted to be pacer dependent. Technical services discussed possible causes for the issue and provided troubleshooting options. Subsequently, this pacemaker was explanted and replaced along with the associated rv lead. No additional adverse patient effects were reported.